Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. An edwards echocardiography expert reviewed received echo imaging. Echo imaging review impression: the submitted images from (B)(6) 2022 tte are remarkable for 1) an aortic valve bioprosthesis with normal or near-normal leaflet appearance and normal leaflet opening; 2) spectral doppler interrogation revealing high trans-valvular velocity and gradients (vmax 3.20 m/s, mean gradient 23 mmhg, peak gradient 41 mmhg) in the setting of normal eoa (1.9 cm2) and eoa index (1.03 cm2/m2); 3) probably moderate ar in a probable paravalvular jet; 4) a hyperdynamic lv (lvef ~ 75%) with high flow (svi 81 ml/m2); and 5) focal hypertrophy of the basal interventricular septum and chordal systolic anterior motion albeit with only modest reduction in the lv outflow tract diameter and no documentation of a significant intracavitary systolic lv outflow gradient. The submitted (B)(6) 2022 tte documents trans-aortic mean and peak gradients of 23 mmhg and 41 mmhg, not the cited 34 mmhg and 57 mmhg. It is unknown whether these were present on a different echocardiogram. In the setting of normal bioprosthesis leaflet opening, normal eoa, normal eoa index, and a hyperdynamic lv with high svi, high transvalvular velocity and gradients on this echocardiogram appear to be most likely related to high flow; high flow could be related to lv compensation for hemodynamically significant ar. Prior echocardiograms were not submitted for review, so progression of gradients over time or the chronicity of ar cannot be assessed. New significant ar or a progression of ar severity in theory could explain a progressive increase in velocities and gradients; however, new paravalvular ar has potential clinical implications beyond the hemodynamic impact of the ar. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Patient support center received information from patient with a 25mm 11500a aortic valve implanted three (3) years, four (4) months, reporting that his valve pressure gradient has been high since surgery and it has been going higher (mentioned it is in the "3s") and leaking. Patient stated his cardiologist recently informed him he may need to have valve replaced in about a year. Patient also said the cardiologist told him early on he was concerned about the valve placement. Per medical records, echo demonstrated the pressure gradient across the bioprosthetic valve has doubled and paravalvular leak regurgitation now present. The patient valve peak pressure gradient is 56.7 mmhg and mean gradient 34.3 mmhg. Patient wants to discuss this with edwards physician regarding this. Edwards physician contacted patient regarding concerns. Per medical records, echo on post-operative day seven (7) showed appropriately functioning aortic valve with no evidence of aortic regurgitation. Aortic valve peak gradient was 58.1 mmhg and aortic valve mean gradient 30.0 mmhg.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. High gradients can occur early or late in the lifetime of a prosthetic valve. When it occurs early after aortic valve replacement, it is typically a result of pressure recovery, patient-prosthesis mismatch, and/or subvalvular or supravalvular obstruction. Measurement error, a high-flow state, prosthesis dysfunction, and pannus overgrowth can cause late high gradients after aortic valve replacement. Prosthesis dysfunction is most likely related to patient/procedural factors, and not to manufacturing non-conformances, which most likely would be identified intraoperatively or early post implant. The most likely cause is procedural factors, including the patient's history of bicuspid aortic valve and coronary artery disease (cad). Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.